Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm and 21 cm distal to the df4 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. In the course of the analysis, the insulation was found rubbed through near the lead tip. This damage can be considered the root cause of the reported noise. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead exhibited noise due to fracture after the patient lifted a 50 lb weight to carry on shoulder over device. Device rolled forward over the device pocket and caused the device to migrate down in the pocket, then noise began to present on the rv channel and caused an inappropriate shock. Lead was explanted and replaced.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.